Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Upon receipt of implant sales sheets it was discovered that there was a left hip revision of primary neck and head implants due to unknown reasons. Two dall miles cable and sleeve sets were implanted along with a new neck and head.

Event description:
Upon receipt of implant sales sheets it was discovered that there was a left hip revision of primary neck and head implants due to unknown reasons. Two dall miles cable and sleeve sets were implanted along with a new neck and head.

Manufacturer narrative:
An event regarding revision involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with (B)(4). Voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required.